Event description:
Major pump unit(s) involved: blood pump.additional text: outflow bend relief.specific component(s) involved: outflow graft malfunction/malposition.additional text: outflow bend relief is disrupted from connection at pump by xray.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.